Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 95 mg/dl. Customer experienced vomiting and diarrhea. The blood glucose reading at the time of the event was 493 mg/dl. Diagnosed diabetic ketoacidosis. Customer is treated with insulin drip in ICU. Customer ran out of insulin pump supplies. During troubleshooting, time and date are correct. Manual prime is correct, insulin exits the tubing. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.